Event description:
The hospital emergency room staff used the device to administer external pacing to a patient. The pacemaker allegedly shut off intermittently for no apparent reason. The intermittently for no apparent reason. The operator also reported having difficulty restarting the pacing function. Another lifepak 10 defibrillator/monitor/pacemaker was subsequently used with no problems reported. The patient later expired. The reporter was told by the hospital staff that the reported malfunction did not adversely affect the patient's outcome.